Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had been having low blood glucose events for the past week and a half. The patient woke up from a nap and her blood glucose was 29 mg/dl. She treated with food and glucose tablets. Troubleshooting was initiated on the insulin pump. The drive support cap appeared normal. The customer also mentioned that the customer had treated a blood glucose of 205 mg/dl with a 6.4 unit bolus prior to the low of 29 mg/dl. Further troubleshooting was declined. No products were returned or replaced.